Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during the prime/ compromised force sensor system alarm test at 4 pounds due to faulty force sensor resistor (gold). The drive support disk was inspected and no anomaly was noted. The pump had cracked case at lcd window corners, cracked reservoir tube, cracked battery tube threads, missing end cap sticker and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 113 mg/dl at the time of incident. The customer stated that the insulin squirted out when priming. The customer stated that the insulin squirted out during manual prime and they were unable to exit the "preparing to prime" process. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.